Event description:
It was reported that pump declared a cartridge change error while customer was using it. There was no adverse impact to the customer's blood glucose level. Customer reloaded same cartridge and resumed insulin delivery, and technical support guided customer to inspect and clean pneumatic tap area on pump, confirming cartridge components were intact and no debris was present.